Manufacturer narrative:
H3: product ID 97755 serial# (B)(6) product type recharger was returned and the analysis shows that high reading na low reading na no anomalies were visually observed. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was something wrong with the recharger and that the recharger would burn their skin when trying to charge the implanted neurostimulator. Patient stated that it would take them 12 hours to charge their implant. Patient also stated that if they fell asleep while charging the implant then the recharging would put burns on their skin. Patient noted that they would get some charge in the implant, but within a couple hours the implant would start to deplete. Patient mentioned that they ran their stimulation pretty high. Patient said that they had not been using their implant because the doctor's office thought that the implant battery was depleted. Patient gave up on trying to use the implant because it wasn't working right. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, patient mentioned the paddle/cord area on the recharger was where the recharger burns them. The issue was not resolved. A request was sent to the repair department to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.